Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for evaluation. Device analysis noted that a broken adhesive on ring #1. The ablation was verified by using a maestro generator and the device was found within specifications. An electrical test was performed and the device was within specifications and no opens or shorts were found. The device was dissected finding no evidence of blood or any fluid inside the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that the noise was observed from the catheter. A 7-110-2.5-8-8 vm k2 blazer prime® xp was used to treat atrial flutter. During the cavotricuspid isthmus (cti) procedure, noise was observed from the ablation catheter. A re sterilized cable and a different connecting port were reconnected but the issue was not resolved. The blazer catheter was exchanged with another of the same device but the issue was still not resolved. The catheter was replaced with a non bsc device and the procedure was completed. There were no patient complications reported and the patient's condition was good. However, device analysis revealed broken adhesive on ring #1.